Event description:
Report of non-delivery subsequent to an error 124 alarm. The pump was set to infuse dobutamine at 62 ml/hr over 6 hrs with 30 mins taper up and down cycles. At an unspecified time during the evening, the pump went into an alarm condition (error 124) that the pt could not resolve. He was told by the pump hotline nurse that the device needed to be replaced. He did not call his homecare provider until the following morning. The actual amount of dobutamine delivered before the alarm occurred was not known. The pump was replaced the following day. The pt's wife reported that he did not experience any untoward symptoms or adverse effects from the event.

Manufacturer narrative:
The pump powered on with an error 124. After the error log was cleared, a tpn infusion test ran within specifications and without alarms.